Manufacturer narrative:
Investigation conclusion: no action required. Customer feedback has been documented. Root cause: insufficient information source: online review.

Event description:
Consumer came in contact with reagent solution and contacted poison control. No other information was provided. Customer was unable to be contacted for additional information.